Event description:
Caller reported experiencing a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer¿s blood glucose level. Though attempts to resume insulin therapy by loading a new cartridge were unsuccessful due to the recurrence of the alarm, cts provided assistance and decided to replace the pump. The customer switched to multiple daily injections as backup therapy and was informed that a replacement pump with updated software would be sent. The customer was also guided on the steps to store and return the malfunctioning pump to tandem.